Manufacturer narrative:
The axium coil was received for evaluation and the investigation is in progress. Once complete a supplemental report will be submitted.

Event description:
Medtronic received information that during coiling treatment of a small ruptured, anterior communicating aneurysm, this coil prematurely detached in the microcatheter. It was reported that when the physician was pushing the coil in the microcatheter, a lot of resistance occurred and was unable to advance to distal portion of the catheter. The physician decided to pull back the coil; while pulling back the coil became stretched and detached in the microcatheter. The physician replaced with a new catheter and then six coils were implanted successfully and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
Analysis of the returned coil has been completed. Based on the device analysis findings and the reported event detail, the customer report of ¿coil resistance/ stuck in catheter¿ could not be confirmed, and the cause for the reported resistance could not be determined. In regards to the customer complaints of ¿coil stretch¿ and ¿pre-mature detachment¿, the customer reports were confirmed. The implant coil was found to be stretched and broken from the coil shell likely from the coil shell weld. The movement of the coil against the reported resistance may have contributed to the stretching and subsequent premature detachment of the coil. There were bends in the pushwire, but the cause for the bends in the pushwire could not be determined. All parts of the pushwire which could affect detachment were found to be within specifications. All coils are 100% inspected for damages and irregularities during manufacture. *note: the axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.